Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report the receiver initalized without a manual restart on (B)(6) 2015. The patient did not report injury or medical intervention. No additional patient or event information is available. The complaint device was not returned for evaluation. However, the data log was provided by the patient. The data was reviewed on (B)(6) 2015 which confirmed the reported event of the receiver initializing without a manual restart.